Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operatively for a roux-en-y gastric bypass robotic laparoscopic procedure, during docking, the sterile interface module (sim) was not recognized by the arm, and a low-priority alarm ¿sterile interface module not connected or not functioning. The arm¿s sterile barrier may be open.¿ was present. The sim percentage was not being read by the arm cart assembly (aca) and not displayed, and detaching and reattaching the sim multiple times did not resolve the issue. The sim was replaced with a new unit, after which the sim was recognized and functioned as expected. There was no injury to the patient.